Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the cysto-nephro videoscope was incorrectly reprocessed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The manufacturing date cannot be identified because the serial/lot number is unknown. Based on the results of the investigation, it is surmised that the facility did not reprocess the subject device properly because they performed reprocessing with the procedures different from in the instruction manual. The event can be prevented by following the instructions for use (IFU) which state: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.